Manufacturer narrative:
It was reported that a male patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient suffered abnormal left-hand function and cerebral infarction was presumed. Prolonged hospitalization was required. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 00001621 number, and no internal action related to the complaint was found during the review. Still no device has been received for analysis since the device was discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-01192 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheter).

Event description:
It was reported that a male patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient suffered abnormal left-hand function and cerebral infarction was presumed. Prolonged hospitalization was required. This adverse event was discovered post use of biosense webster product. After the procedure ended, abnormal patient¿s left-hand function was discovered. The patient was transferred to another hospital and cerebral angio was performed. The symptoms improved during the transfer, and no infarction was observed even in angio. The patient complained of weakness in the left hand when moving from the bed after the procedure and was transferred to another hospital. The left-hand paralysis improved during the course, and it is currently being followed up. It was determined to be serious because hospitalization was prolonged. The patient is currently being followed up. Patient outcome was reported as fully recovered. The physician commented that there was a possibility of thrombus in the sheath (vizigo), but it was unknown as it was activated clotting time (act) 250. Physician did not think there was a problem with the product.